Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of swelling, vomiting, weight gain and peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. Given the minimal follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the patient¿s serious adverse event. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient¿s swelling and weight gain significantly improved once the patient¿s liberty select cycler was replaced. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without medication records, cultures, and causality, this clinical investigation cannot disassociate the device and/or product from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Additionally, the patient reportedly experienced a >10-pound weight gain, swelling of the limbs (specifics not provided) and vomiting (timeline not provided). Follow-up with the patient¿s spouse confirmed the patient experienced abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient continues to undergo ccpd therapy for rrt and has reportedly recovered from the events. Subsequent attempts to obtain additional information (e.g., culture/cell count results, causality, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Additionally, the patient reportedly experienced a >10-pound weight gain, swelling of the limbs (specifics not provided) and vomiting (timeline not provided). Follow-up with the patient¿s spouse confirmed the patient experienced abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient continues to undergo ccpd therapy for rrt and has reportedly recovered from the events. Subsequent attempts to obtain additional information (e.g., culture/cell count results, causality, medication records) have thus far proven unsuccessful.